Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: during testing, the pump was powered on and the display screen remained blank. The complaint of a flashing display could not be adequately investigated due to the blank screen. The pump case was removed, and evidence of moisture ingress was found on the display flex. The blank display was replaced with a test display, which functioned properly, indicating a failed display flex.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (flashing display) issue. It was reported that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.